Event description:
It was reported that the patient's device shut off and the patient was traveling. The patient forgot his patient programmer and there was a loss of therapeutic effect. The patient was having tremors, his toes were curling in, and he was very stiff. The patient's symptoms might have started last night and this morning he was worse. The charge was low and he was able to charge. The patient was going to be taken to the closest va in his current location as his symptoms were getting worse. Subsequent information received reported that a manufacturer representative in the area was going to meet the patient at the hospital. Further information received reported the representative was able to turn the device back on and the patient was doing well afterwards.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# j0125550v, implanted: (B)(6) 2003. Product type: lead: product ID 3387-40, lot# j0125550v, implanted: (B)(6) 2003. Product type: lead. (B)(4).